Manufacturer narrative:
B2: retention. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urgency frequency. It was reported that the patient was in a replacement surgery yesterday and the manufacturer representative (rep) was supposed to bring the patient's equipment back to the hospital after the surgery, but the rep did not bring the equipment. The patient representative said the patient was in pain and had not been able to urinate but once since last night because they did not have the external equipment. The patient was redirected to their healthcare provider to further address the issue. The agent sent an email to the field reps that the patient requested a call back regarding how to get external equipment and what to do regarding the patient not going to the bathroom.